Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation did not confirm the reportable malfunction. The investigation also did not confirm the leakage issue reported by the customer. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex 3d deflectable videoscope had a leakage and an occasional black screen or noisy screen. The issue was found during the procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be determined. Olympus will continue to monitor field performance for this device.